Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that symptomatic patient presented to the ER with pre-syncopal symptoms. The patient had been lost to follow up. At last check patient was told the device was at eri. The patient had complete heart block but had an escape rhythm. During pre-op explant procedure, the patient started to crash but was quickly stabilized with the implant of a new device. The device was explanted and replaced successfully. Patient condition is good and will be monitored.

Event description:
Clarification of event: the device exhibited no pacing and no communication prior to device change out.

Manufacturer narrative:
The reported field event of no pacing output and no communication was confirmed in the laboratory and was found to be caused by a low battery voltage. A longevity calculation was performed based on the available parameter and usage information. The longevity was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.